Event description:
It was reported that during a atrial flutter ablation procedure, charring occurred. The target lesion was located in the atrium. When the physician connected the intellatip mifi xp ablation catheter there was no distal ablation signal. Physician completed troubleshooting and believed everything was hooked up correctly and proceeded with the procedure. The mini electrodes appeared to be pristine and perfect and no complaints with the mini electrodes so the physician proceeded to use the catheter as normal. At the conclusion of the procedure, upon removing the catheter, the first ring electrode was noted have a char surrounding the entire electrode. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device has a kink at the distal end. The ablation was verified using the maestro generator 3000 and it was found within product specification. An electrical short was identified between the tip and the me1 in resistance mode. No other failures were found. The stiffening rod was removed and the me1 wire, the stiffening rod and the guide coil were found peeled at about 52.2cm from the handle, causing the electrical short between the tip and the me1. After removing the stiffening rod, the electrical short disappeared. The stiffening rod tip is damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be design related. (B)(4).

Event description:
It was reported that during a atrial flutter ablation procedure, charring occurred. The target lesion was located in the atrium. When the physician connected the intellatip mifi xp ablation catheter there was no distal ablation signal. Physician completed troubleshooting and believed everything was hooked up correctly and proceeded with the procedure. The mini electrodes appeared to be pristine and perfect and no complaints with the mini electrodes so the physician proceeded to use the catheter as normal. At the conclusion of the procedure, upon removing the catheter, the first ring electrode was noted have a char surrounding the entire electrode. No patient complications were reported and the patient's status was fine.